Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of maude event report mw5068937. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? Date and results of mesh removal? Has the mesh been discarded? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and the mesh was implanted. It was also reported that the patient required a second surgery to repair due to recall of hernia mesh. Additional information has been requested.